Event description:
The customer reported that the system exhibited communication error and intermittently froze/locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on system power supplies were evaluated and readjusted. The system was tested and found to be working as intended and returned to service.